Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit has damaged wheels. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse stated that the rear wheels of the trolley had damaged rubber. The fse replaced color ral casters and the dual-function color ral casters. The fse performed functional tests. The iabp was cleared for clinical use.